Manufacturer narrative:
The insulin pump was received with a corroded battery tube also, unable to perform all functional testing including the displacement, operating currents and verify failed battery test alarm, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to corroded battery tube. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed failed battery test alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.